Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed to resolve the issue. Additionally, the customer reported that the pump touchscreen was unresponsive. During troubleshooting with tandem technical support, the touchscreen was functioning as intended. Blood glucose was 301 mg/dl.